Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the cartridge inside two biohazard bags. No details were observable through the bags. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degrees celsius (64 degree fahrenheit) and 23 degree celsius (73 degree fahrenheit). The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately one half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the cartridge split/cracked upon deploying the plunger of the injector forward and turning it in a clockwise manner to deploy the lens. According to the additional information received, the disposable cartridge split while inserting into eye. The tip of the cartridge was split, there was no impact (scratches, broken haptic, cracked, etc.) To the iol. There were no issues noted during implantation. The procedure was completed using new cartridge. There was no patient harm.